Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 400s and heparin was given. A pre-implant balloon valvuloplasty done with a 25mm non-abbott balloon. The valve re-sheathed two times due to the implant was too deep. The valve got removed and a new 29mm navitor vision valve and large flexnav delivery system were chosen. The valve got implanted after one partial and one full re-sheath. The final implant depth at non-coronary cusp (ncc) was 5.8mm and at left coronary cusp (lcc) was 4.3mm. Post operative, patient had onset atrial fibrillation (af) with underlying left bundle branch block (lbbb). Some medications were administrated to the patient. The patient also had right leg weakness and medications were given.